Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2: additional information/device evaluation: the pump was received, investigated, and dispositioned related to another complaint on (B)(6) 2011. The pump was no longer available for the investigation of this complaint; therefore, the following findings are results of the original investigation: a review of the pump black box data revealed evidence of a time and date reset, a cs 144 call service alarm that preceded a power interruption, and several cs 165 call service alarms; however, the total daily dose values added up to accurately reflect the programmed basal rates. During testing, the pump was powered on and the display screen appeared discolored. The pump case was removed, and the internal clock battery on the printed circuit board was found to have failed. Adequate investigation of the history/settings issue could not be completed due to the pump¿s disposition after the original investigation. (B)(4).

Event description:
The reporter claimed that his blood glucose dropped to "30 mg/dl: during a doctor's office visit. The patient felt the insulin button may have been stuck and inadvertently dispense insulin prior to the low blood glucose. He was treated with glucose tablets at the time of concern. The patient's doctor advised him that he may be having a stroke and wanted an MRI check done. The patient decline on his own volition and left the office with the animas insulin pump detached. The patient reportedly went to the park and contacted animas shortly after. During the troubleshooting session, the patient exhibited slurring of speech, confusion, and agitation. Allegedly, he did not know where he was or how to get home. Follow-up phone calls revealed the patient administered self treatment with food and drink. He drove himself home after the symptoms abated. Troubleshooting was performed days later. The animas healthcare representative concluded that the pump worked accordingly. In addition, the patient did not feel that the animas product caused or contributed to the hypoglycemia. Furthermore, the patient admitted that his current medical issue has caused his diabetes to be uncontrollable. This complaint is being reported because the patient allegedly had symptoms suggestive of hypoglycemia and received medical intervention accordingly while using the animas insulin pump to manage his diabetes.